Manufacturer narrative:
(B)(4). Batch #u9301r. Investigation summary the analysis results found that the er420 device was returned with no damage in the external components and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining nine clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, tear drop-shaped clips were formed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.